Event description:
New information received noted the right ventricular lead was capped and replaced on (B)(6) 2023. Patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up after receiving a notification. The notification was for high out-of-range pacing impedance on the right ventricular lead. Capture threshold also increased. A lead revision was recommended. Patient was stable after the event.